Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The (B)(4) lead is part of the advisory for this model. Evaluation summary: (B)(4): the full lead was returned, analyzed and no anomalies were found. It was noted that there was blood in/on the helix/lobe mechanism. (B)(4): the full lead was returned, analyzed and no anomalies were found. It was noted that there was blood in/on the helix/lobe mechanism.

Event description:
It was reported that during the implant procedure, the patient went into respiratory failure. After cardio-pulmonary resuscitation (CPR), the leads were contaminated because the wound was open during CPR. The doctor decided to remove the leads and wait until the patient stabilized. No further patient complications have been reported as a result of this event.